Event description:
It was reported that the patient presented in-clinic with arrhythmia as the implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to incorrect interpretation of signals. As a resolution programming changes were made, and patient medication was adjusted. The patient condition was stable.